Event description:
The user reported loss of hearing sensation after a head trauma 5 days ago. Re-implantation is considered but no date has been scheduled. Despite requested, no additional information has been received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported loss of hearing sensation after a head trauma 5 days ago. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported loss of hearing sensation after a head trauma 5 days ago. Re-implantation is considered.